Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (belt connector wont latch) has been confirmed.  Upon investigation the monitor was unable to communicate with the electrode belt.  The monitor's electrode belt connector was loose from the case, breaking wires within the connector. The root cause for the damaged connector was excessive force.  No adverse event resulted from the defective monitor. Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. Upon investigation, there was a damaged orange (+3.3v) wire in the cable connecting ECG "a" and "b". The root cause for the damaged wire was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's belt was unable to latch with the monitor.